Event description:
It was reported the magnet will no longer turn the ipg on or off (B)(6). The ipg does communicate with the patient programmer. Reprogramming and a different magnet were tried to no avail. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.